Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes and an increase in threshold was noted on the right ventricular lead (rv) due to dislodgement. The device inappropriately detected the noise as an arrhythmia which led to multiple inappropriate defibrillation therapies. The physician suspects the lead was in contact with the tricuspid valve due to the dislodgement. The lead repositioned successfully, and the patient was stable.